Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that two standoffs for the circuit board screw mounting points were broken which does not impact power on/off, but one of the mounting points impacts equipotential grounding. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed.

Event description:
It was reported that the rad-8 intermittently shuts off on its own using battery power, after being moved around and battery is fully charged. The customer confirmed that there were no error messages and/or audible alarms when the unit powered off. The screen would just shut off and then turn back on. No known impact or consequence to patient.